Event description:
Customer reports a cracked dialyzer on reuse number 18 found prior to pt use. Info on the location of the crack on the dialyzer is not available at this time. Treatment was continued with new disposables. No pt injury or medical intervention reported.